Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fall resulting in multiple fractures is related to the v.a.c.® dressing tubing. The patient has a history of stroke with left sided weakness and bilateral foot wounds with right foot partial amputation and requires assistance with navigation of stairs. A device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: carrying case: use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips: follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of doorknobs and other household objects that could catch exposed tubing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 04-feb-2025, the following information was provided by the patient family member: the patient allegedly tripped on the v.a.c.® dressing tubing and fell down the stairs. The patient was hospitalized and remained on v.a.c.® therapy. The patient does not usually go downstairs without assistance. On 14-feb-2025, the following information was provided by the registered nurse: on (B)(6) 2025, the patient was admitted to the hospital after allegedly falling down the stairs and sustaining a fractured left hip, two fractured ribs and a minor contusion to the head. The patient has significant left-sided weakness after having a stroke and usually does not take the stairs without assistance; however, this time the patient was unassisted. The patient took the first step by stepping onto his right foot, the ¿good¿ foot, and lost his balance, so patient quickly attempted to place his left foot down to steady himself and his foot became entangled in the v.a.c.® dressing tubing and patient fell down the stairs to the floor. The patient required left hip surgery and was discharged home on (B)(6) 2025. The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.